Manufacturer narrative:
Additional data: d9, h3. H6 coding has been updated to reflect completion of the investigation.

Event description:
No new information.

Event description:
It was reported that the tulip of a xia serrato polyaxial screw disengaged intra-operatively when attempting to remove the screw. It was further reported that the bone around the screw was cut with a chisel in order to remove the screw, and that the widened screw hole was reinforced with a hydroxyapatite stick. A larger screw was then inserted to complete the procedure.